Event description:
It was reported that the device could not be interrogated on a patient that "has been lost to follow-up". Telemetry could not be established with the device nor does the device respond to the magnet. Patient is not pacemaker dependent. The physician was to be provided options for this device. The device continues to be implanted and active. There were no patient complications or complaints reported due to this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.